Event description:
The customer reported that during a prostatectomy, the device jaws could not be re-opened. The surgeon manually removed the jaws from the tissue. The customer reported that during the removal the tissues were slightly damaged but ther was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.